Event description:
The customer contacted baxter's technical service center reporting an alarm which occurred on the homechoice (hc) during day dwell 1 of 1 and the technical service representative (tsr) had the home patient (hp) re-break the frangible and the bag disconnected. The technical service representative (tsr) explained that the supplies were compromised and the hp would need to start over with new supplies. The tsr walked the hp through ending therapy procedure. The hp ended the therapy and would start over with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for connection issue is not confirmed because disposable set was not returned to baxter and user did not describe any types of use errors or other issues that might have caused the reported issue. The cause was undetermined.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.